Event description:
The patient reported that the v-go device fell off after 4 hours of application. The patient wears the v-go on the abdomen. This is not a first time occurrence, it also happened on (B)(6) 2021. The patient informed me she does clean the area with alcohol before applying the v-go. The patient was sweating excessively when this happened. The patient discarded both devices.